Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional vessel closure devices referenced in b5 are filed under separate medwatch reports.

Event description:
It was reported that this was a bilateral arteriotomy closure of the right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique via a 6f and 8f sheath hole prior to an interventional abdominal aortic aneurysm (aaa) procedure. Reportedly in the rcfa, the suture was not present when the plunger was withdrawn with three prostyle and one proglide devices. In the lfca the suture was not present when the plunger was withdrawn with one prostyle and one proglide device. The sutures of two new proglide devices were successfully pre-placed on each side. The sheath was upsized to a 16f sheath, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.